Event description:
A pt underwent an ablation procedure in 2005, for an investigator initiated study. The pt died in 2006. Primary cause of death was reported as arrythmia cordis, secondary cause of death was hypertrophia cordis. The physician classified the event to be possibly procedure related.

Manufacturer narrative:
A coronary sinus catheter was also used during this procedure (mfg #: unk; lot #: unk). Both catheters were not returned for investigation.